Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, media analysis was provided, and it was possible to confirm that the fiber tip was fractured. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. It is possible that an excess of force and overhandling were applied to the device, causing the reported tip fracture. Based on analysis results, the event occurred during the procedure of the device, and it had no influence on the event, therefore, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a flexible ureterorenoscopy procedure, the fiber broke during the procedure. The case was almost over; therefore, the fiber fragment and remaining stones were basketed. There were no patient complications.